Manufacturer narrative:
UDI (B)(4). The device was returned for service. A review of manufacturing records was performed and the device was found to have conformed to specification when released the generator has been checked for service history, no abnormal use was found. The broken parts were replaced the generator has been checked for service history, no abnormal use was found. The broken parts were replaced. The generator passed the electrical safety test and the final test. The battery and analog pcb assemble was broken. The root cause is unable to be determined.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during the procedure, the pressure showed by the icp was higher than the actual pressure, then the physician changed with another of the icp to connect with the same microsensor, the pressure showed was normal. There were no delays and no adverse consequences.